Event description:
Caller (son of patient) alleged discrepant results compared with the lab. Results as follows. Patient was admitted to the hospital and put on pain medication, morphine on (B)(6) 2011, then shifted to fentanyl patch the next day. Reason for hospitalization and medication change was not stated. Doctor adjusted patient's coumadin from 7.5 mg to 2.5 mg on (B)(6) 2011. After lab result of 3.40 inr, doctor decided to hold patient's coumadin, in light of a procedure that was going to be performed. Patient's therapeutic range: 2.5-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.6, reference: 2.77, mean: 2.69, confidence limits: 1.7-3.8. Inratio: 0.8, reference: 1.40, mean: 1.10, confidence limits: 0.8-1.2. Inratio: 1.2, reference: 1.20, mean: 1.20, confidence limits: 1.0-1.5. The 3.4 and 1.9 inr results were excluded from comparison test since no corresponding inratio value was provided. Analysis of customer's results revealed that one out of three inratio and reference test result comparisons did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. No further investigation could be performed since no strip lot information was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.